Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device had activation issue and it stopped working. The tweezers were dispensed for use at the beginning of the procedure and after a few hours of use, approximately three hours, presented problems in functioning, stopping sealing correctly. There was no patient injury.